Event description:
Patient has been receiving subq infusions of hizentra for many years via an emed pump. Patient transitioned from vials of hizentra to pre-filled syringes last month. With each infusion, patient reports medication is leaking from the luer lok junction between the hizentra 10gm pre-filled syringe and the regulator tubing infuset 930. Patient reports that the tubing does not set firmly on the hizentra pre-filled syringe as it does on an empty 60ml bd syringe and the pressure from the infusion is pushing the connection apart enough to cause leakage. Common variable immunodeficiencies. Reference report #mw5159307.